Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage candlestick connectors and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system displayed a communication failure error message. A communication failure could result in a system lock-up or prevent the system to booting to usable functionality. There is no report of patient injury or death.